Event description:
Unable to confirm lv (left ventricular) capture on (B)(6) 2024. Boston lv (left ventricular) lead implanted (B)(6) 2024. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).